Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that it was unknown if the cause of the wires being worn out was determined. The hcp noted the lead was implanted in (B)(6) 2012.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v052571 serial# implanted: (B)(6) 2012explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6) , ubd: 17-aug-2011, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had a revision in 2022. It was supposed to be a battery replacement, but the wires were worn out so a complete revision was necessary. It was noted the lead had been implanted past the use-by date (ubd).